Manufacturer narrative:
It was reported that the customer was attempting to lift themselves off of the toilet and the arm of the device bent resulting in the customer losing their balance. The customer reported that he fell to the left and fractured his left clavicle as well as bruising his left shoulder and hip. The customer's height and weight are unknown. The treatment of the reported injury is unknown. The current status of the customer is unknown. No sample has been returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the arm bent on the toilet safety rail and the customer fell.